Event description:
It was reported that the device was showing its charge-pak and attention icons; however, after the initial device eval, it was observed that the device would lose power and power off on its own. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and found the cause of the reported failure to be a filter, designator fl11 from the analog pcb assembly. The customer received a replacement device.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.